Manufacturer narrative:
Additional code added to section h6 evaluation codes - result and conclusion. Device evaluation summary: one exhalation flow sensor was returned to medtronic for further analysis. A visual inspection was done and no anomalies were observed. The unit was installed into a failure investigation (fi) test ventilator for analysis. Performed and passed the power on self test (post), calibrations, extended self test (est) and short self test (sst) successfully. Also performed oxygen (o2) sensor calibration, no errors were observed. The f.I. Ventilator was put into ventilation mode for 24 hrs, no failures occurred. There was no fault found. The event was isolated in the field to a potential fault with component exhalation flow sensor; however, the returned components were analyzed and were no fault found. With the information available a likely cause could not be determined¿. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the exhalation flow sensor to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. Should the component return to medtronic for further evaluation, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device has been received by the service engineer but the evaluation/repairs has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a high priority alarm and a piezo alarm was noted. Ventilation was reported to have stopped and the patient was transferred to an alternate ventilator without harm.